Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to filter tilted, struts of the filter penetrated through the wall of the inferior vena cava (ivc) into the pericaval/mesenteric fat, and one of the struts has penetrated into the duodenum. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Endothelialization, remodeling/restructuring of the internal lumen of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available.  If obtained, a follow up report will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to filter tilted and embedded. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Section b5: as reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of hypotension, sinus tachycardia, chest pain and pulmonary embolism. The filter was deployed via the right femoral vein. There were no reported complications. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to filter tilted and embedded. Per the patient profile form (ppf), the patient experienced tilting of the filter, embedment of the filter other than to the wall of the inferior vena cava, blood clots, clotting and occlusion of the inferior vena cava. The patient continues to experience emotional trauma, damage to vena cava, damage to veins, pain, confusion, heart rhythm problems, hypercoagulation, chest pain, confusion, lightheadedness, nausea, neck pain, shortness of breath, hemorrhaging/internal rectal bleeding, abdominal pain, stoke, fatigue, vomiting, venous insufficiency, blood clotting within the filter, puncturing of the vena cava wall, gastrointestinal symptoms and diarrhea. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Venous insufficiency and venous injury do not represent a device malfunction and may be related to underlying patient related issues. Stroke and shortness of breath do not represent a device malfunction and are known potential adverse events associated to the use of the ivc filter as reported in the device IFU. Emotional distress, pain and fatigue do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, paralegal patient code '3191' was used as there are no codes available for 'damage to vena cava and damage to veins'. Additional information received per the medical records indicate that the patient has a history of hypotension, sinus tachycardia, chest pain and pulmonary embolism. The filter was deployed via the right femoral vein. There were no complications.   Additional information received per the patient profile form (ppf) states that the patient experienced tilting of the filter, embedment of the filter other than to the wall of the inferior vena cava, blood clots, clotting and occlusion of the inferior vena cava. The patient became aware of these events approximately eight years after the index procedure. The patient continues to experience emotional trauma, damage to vena cava, damage to veins, pain, confusion, heart rhythm problems, hypercoagulation, chest pain, confusion, lightheadedness, neck pain, shortness of breath, hemorrhaging/internal rectal bleeding, abdominal pain, stoke, fatigue, venus insufficiency, blood clotting within the filter, puncturing of the vena cava wall and, gastrointestinal symptoms that include diarrhea, vomiting and nausea. Additional information is pending and will be submitted within 30 days of receipt.